Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with complete pump reset information via email and advised them to call back if any further issues arise.